Manufacturer narrative:
Failure analysis noted that the pump had unresponsive buttons and button error due to corroded keypad traces. The pump had cracked display window corner, scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 109 mg/dl at the time of incident. The buttons were not pressed for longer than 3 minutes and the pump was not exposed to moisture. The insulin pump was returned for analysis.